Manufacturer narrative:
The insulin pump passed the excessive no delivery alarm. No excessive no delivery alarm noted. No damage found on interface board noted. The motor error alarmed during the occlusion test and unable to prime during prime test due to a faulty force sensor resistor. The motor passed the motor test. The device had a cracked reservoir tube lip, belt clip slot, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had unexpected restart alarm and motor error alarm. The blood glucose at the time of the incident was 7 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.